Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked; further described as ¿chemo was spraying from y site on tubing line¿. The issue occurred during patient infusion with decitabine using a peripheral intravenous line (piv). The y-site (clearlink) was not attached to another product or accessed at the time of the event. The chemotherapy sprayed onto the patient's legs and ground; however, a spill protocol was initiated to clean the spill and the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.